Event description:
Procedure type: bariatric procedure. According to the reporter: the stapling was not complete. The load cut but did not staple. There was bleeding in excess, but it was not over 500cc. The surgical time was extended by 1 hour to perform a manual suture. The event prolonged the hospital stay during 1 week to prevent a fistula.

Manufacturer narrative:
(B)(4).